Event description:
Patient was brought back to the operating room for a surgical site I&d related to a possible reaction to exofin. Patient with chills and bloody drainage at the surgical site prior to I&d. Patient is approx 1 week status post a left total knee arthroplasty using mako robotic arm. She reports having a feeling of chills, but no fever and she had bloody drainage from the inferior aspect of her incision. She had surrounding ecchymosis and slight skin irritation from the previous postoperative dressing with some small blisters.